Event description:
It was reported that although the user triggered the handle, the staple did not come out from the stapler during a pretest before use. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn#(B)(4). The customer returned (B)(4) unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the sample was returned with the first few staples misaligned. The stapler was returned with 29 staples left in the cover block indicating that at least 6 staples were fired by the end user. The sample appears used as there is biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. No staple fired. The trigger was engaged several more times with the same result. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. An attempt was made to manually realign the staples but the staples were unable to be realigned. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. One sample was returned with the staples in the returned device misaligned. Upon functional inspection, no staple fired as the misalignment of the staples prevented the staples from firing. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73g1900049. DHR investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that although the user triggered the handle, the staple did not come out from the stapler during a pretest before use. Therefore, a new unit was used instead.